Event description:
Fracture of the impression post in the dental implant. Fragment of the impression post could not be removed by dentist. Implant needed to be explanted.

Manufacturer narrative:
Fracture of the impression post in the dental implant. Fragment of the impression post could not be removed by dentist. Implant needed to be explanted. Dentist was not able to retrieve the screw fragment with the rescue kit and therefore needed to explant the implant as a collateral damage.